Event description:
A peritoneal dialysis patient has reported he was receiving drain complications, supply bag lines were blocked and had fill complications. After cancelling the treatment he noticed there was a fluid leak coming from the cassette compartment. No prophylactic antibiotics were administered, patient's effluence remained clear and there was no other known patient ill effect. Sample available for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.